Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens had to be explanted; however, the reason for lens explantation has not been specified. "Iol replacement or extraction" is listed in the "adverse events" section fo the rayone IFU. Additional information has been requested from the reporter to facilitate further investigation of the event.

Event description:
On 4th december 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone (unspecified model). The event description provided states that the lens was explanted.